Event description:
A male, underwent zenith placement in 2007. This had been a late night iliac rupture case. The physician had started by putting in two main body extensions on the left to build down. He also placed a converter graft and another main body extension. The physician also put two limbs of another manufacturer distal to the converter. Over the past two years, the tortuous left iliac caused the converter to pop out of the main body extensions causing an endoleak. The rep suggested implanting a renu converter and bypassing everything in the left iliac. The physician did this, also using a leg extension graft in the right and an occluder on the left where the other manufacturer's devices were. He then performed a femoral-femoral bypass and everything turned out great. Patient is fine.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, the correct deployment procedure, and the proper overlap between components. It appears that the original procedure was done as an emergency case and the physician decided to implant main body extensions and a converter in the patient's iliac artery, based on the needs of the patient at that time. However, it should be noted these devices are not indicated for isolated aneurysms in the iliac nor are main body extensions and converters intended to be used separate from a main body deployment. Although the root cause of this event was unable to be determined, we have notified the appropriate individuals and we will continue to monitor for similar events.